Manufacturer narrative:
(B)(4). Batch # p9497n. As the device was not returned, an analysis investigation could not be performed. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Event description:
It was reported that the hand piece completely disassembled. There were no patient consequences reported and there was no additional medical intervention required. There was no delay reported in the procedure. No additional information can be provided.